Manufacturer narrative:
The patient's date of birth and age were not provided as this was an out of box failure. The patient¿s weight was not provided as this was an out of box failure. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during analysis, the mobile power unit (mpu) device is now alarming when plugged into the wall. The green power light is illuminated, no other wrench/battery alarms are noted. The tone is constant and will not stop until the mpu is detached from the wall and all aa batteries are out for the alarm to go away. The device was tested in different rooms and alarm continues. Per the customer, the mpu had damage noticed on the patient cable. A loaner and replacement are requested as this was an out of box failure. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of constant alarming on the mobile power unit (mpu) was confirmed. The returned mobile power unit, serial (B)(6), was evaluated. The reported event of constant alarm was confirmed. Visual inspection of the patient cable revealed the damage on the patient cable at the patient end and silicone jacket. The patient cable was connected to a test mpu and was able to provide power to a test system controller. Audible alarm on the mpu was reproduced and stopped when manipulating around the damaged area on the silicone jacket. The patient cable was stripped down exposing the internal wire and revealed damage on multiple wires. The patient cable was replaced resolving the issue. The unit underwent functional checkout and passed all tests without any issue. The mpu was returned to customer. A root cause of the reported event was determined to be physical damage to the patient cable; however, a root cause of the damaged patient cable was not determined through this analysis. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.